Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the irrigation tubing of an intellanav stablepoint catheter was damaged. There were no patient complications. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
Additional information received on 05jan2023 indicated that the defective catheter was replaced, and the procedure was completed. The fields initial reported first name (e1), initial reported last name (e1) and occupation (e3) have been updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the irrigation tubing of an intellanav stablepoint catheter was damaged. There were no patient complications. The catheter has been returned for laboratory analysis. It was further reported that a new catheter was used to resolve the issue. The procedure was completed.

Event description:
Swit was reported that the irrigation tubing of an intellanav stablepoint catheter was damaged. There were no patient complications. The catheter has been returned for laboratory analysis. It was further reported that a new catheter was used to resolve the issue. The procedure was completed.

Manufacturer narrative:
The device has been received by boston scientific and laboratory analysis was performed. Visual inspection revealed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. Also the catheter shaft was kinked at distal section. Laboratory analysis was able to confirm the reported clinical observations.